Event description:
It was reported that, during a pump replacement, the manufacturer representative saw that the pump was in shelf state, but showed the ¿pending alarm has occurred¿ message. It was noted that a motor stall had occurred with the pump. The reporter had received the pump on the day prior to the procedure and had it in his house. He believed that the stall may have been caused by cold weather during shipping. They elected to implant a different pump and the rest of the procedure was successful.

Manufacturer narrative:
(B)(4).